Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not working properly. After examination, the physician confirmed that there was a crack in the tubing between the right cylinder and the pump. Two weeks later the ipp pump was explanted, and a new pump was implanted. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not working properly. After examination, the physician confirmed that there was a crack in the tubing between the right cylinder and the pump. Two weeks later the ipp pump was explanted, and a new pump was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt of the pump at our quality assurance laboratory, the pump was thoroughly analyzed. Microscopic inspection identified there was contamination of bodily fluid within the ms pump. The pump tubing was cut down to the pump block. The tubing was not returned for analysis. Leakage testing of the pump found the pump did not have any leaks.